Manufacturer narrative:
The infusion pump operated as programmed by the user, as expected, and per it's intended use. Because there was no malfunction, no injury, or medical intervention necessary, iradimed made the decision that this was not a reportable event. This event was later discussed with the FDA infusion pump review team and the safety signal coordinator indicated it should have been reported as a serious injury MDR . Iradimed disagrees with the FDA's position regarding MDR reportability, but is submitting the MDR as a conservative response in light of FDA's feedback that the agency considers the event to be reportable.

Event description:
It was reported that while infusing two pressors including norepinephrine to increase the patient's blood pressure to a systolic level of 160-200 for a MRI imaging exam, the infusion pump reached the complete programmed volume to be infused and the pump switched to keep vein open (kvo) mode. The MRI imaging procedure continued beyond the time that the pump switched modes and the operator did not realize the infusion rate was now the kvo rate (1 ml/hr). The report indicated that routine observation of the patient's blood pressure only occurred every 15 minutes by a rn attending the patient. The systolic blood pressure level was observed at 95 without the medication to increase the patient's blood pressure when infusing at the kvo rate. The report stated that this was seen as a 'drop' in blood pressure when the operator realized the systolic blood pressure was no longer in the 160-200 range they wanted for the imaging procedure, before they restarted the infusion at the original rate. The facility reported there was no patient injury or harm and no medical intervention was necessary. Review of the device history log shows that the infusion pump operated per its programming and no malfunction occurred. It also shows that the user did not have a remote control connected that would have brought the kvo alert sound and indication to the MRI operator console.